Event description:
It was reported in a journal article "hepatic malignancies: percutaneous radiofrequency ablation during percutaneous portal or hepatic vein occlusion" radiology, volume 248: in 2008, that during a percutaneous ablation of a hepatic malignancy, a patient had an intraperitoneal hemorrhage. The anatomical region being treated was the hepatic vein. A berenstein 20mm occlusion balloon catheter, an amplatz superstiff exchange guidewire, and a 15 gauge leveen needle were used in the procedure. The patient had intraperitoneal hemorrhage, which "could have been related to radiofrequency ablation and occlusion." The procedure was completed with the same devices. No further information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.